Manufacturer narrative:
The insulin pump was received with intermittent button response on the express bolus button due to flattened dome switch; no damage was found on the keypad traces and the connector on the lcd board was not unlocked during our visual inspection. No unexpected failed battery test alarms, battery type anomalies or icon anomalies noted during testing. The insulin pump passed pump self test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents are within specifications. The insulin pump had broken battery tube threads noted, minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, partially broken off reservoir tube lip, scratches on the reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed failed battery test. Customer's blood glucose level was 16.0 mmol/l. The battery compartment was damaged. An empty battery life and a black circle kept appearing. The customer was unable to select bolus in the main menu. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.